Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected no delivery alarms noted. No motor error alarms noted. The insulin pump was received with broken battery tube threads. The insulin pump was received with cracked case, cracked reservoir tube, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the battery compartment was cracked and the device alarmed motor error. The customer's blood glucose level was 140 mg/dl. The customer also reported a no delivery alarm; the alarm was resolved by a complete set change. The customer was unable to view the device history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.